Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33 lot# v487997, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient wanted to turn stimulation off for a couple of days because she had had ¿such hideous diarrhea.¿ it was noted that this had been going on for the last six months and the patient was having issues with a urinary tract infection from e. Coli. The reporter stated that at first the patient was happy with the stimulation because, it helped with the bladder and constipation, but it was irritating the bowel function so much that the patient had diarrhea every day and was ¿unable to take care of things at work and clean herself when diarrhea happens¿ and the e. Coli was getting into her bladder. It was noted that a patient had a pelvic mesh for the bladder done before the device implant and the mesh was now protruding and the patient needed to get it removed. It was reported that the patient had to have ¿vagina surgery¿ to get the mesh out and the patient had vaginal bleeding for over a year. It was noted that the patient would maybe talk to her surgeon about getting the device reprogrammed. Additional information has been requested but was not available as of the date of this report